Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer suppost engineer (cse) verified the malfunction. The cse sent the device to manufacturer for inspection. The deivce has not yet been evaluated. Npb will follow up with repair information when it becomes available.